Event description:
It was reported that the hex driver fractured during abutment placement by the ball part. Procedure was not completed and had to be rescheduled.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided.. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.